Event description:
Event description boston scientific received information that the patient with this device was syncopal and had not been feeling well for a while. The field staff contacted technical services to find out if the device was part of an advisory and if it had the sudden brady response feature.